Event description:
New information received notes that no physician allegation for cause of the issue was made, and no additional lead issues were noted.

Event description:
It was reported that a patient presented with high pacing impedance noted on the right ventricular lead. The lead was capped and replaced on mar 16, 2026. No adverse patient consequences were reported.